Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response and alarmed for a button error due to corroded keypad traces. The functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test, could not be performed due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11:00pm for a low blood glucose level of 1.4 mmol/l. The customer stated that there they had button error alarms on their insulin pump. The customer stated that they were riding a horse before the motor alarm occurred. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.